Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's monitor was displaying a wrench code 101 (av incompatible). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 101) was confirmed. Upon investigation the monitor was unable to fully boot up due to the wrench code 101. The cause for the wrench code 101 was isolated to corrupted monitor software. The root cause for the corrupted monitor software could not be positively identified. No adverse event resulted from the corrupted monitor software component. The patient received a replacement monitor.